Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report # (B)(4). One used set was returned for evaluation. The set was tested for leakage per the specification and failed. There was leakage observed at the bonded joint between the tubing and the blood filter housing. Due to this complaint and other confirmed complaints of this nature, b. Braun medical has initiated a corrective action/ preventative action (CAPA) (B)(4) to address the issue of leakage involving the bonded joint of the blood filter housing. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. If additional pertinent information becomes available a follow-up report will be filed. Note: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on additional information and details provided in another complaint case, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. B. Braun has conducted a retrospective review for all complaints of a similar nature in accordance with internal procedure (B)(4).

Event description:
As reported by user facility: during administration of blood, set leaked near blood filter.